Manufacturer narrative:
(B)(4). The device was returned and evaluated. The root cause of the reported condition was not determined; the reported could not be confirmed or duplicated. The device was visually and functionally inspected, and no problems were found with this device. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).

Event description:
A patient contacted (B)(4) regarding assistance with draining 3290ml while using the homechoice (hc) during therapy, in the initial drain cycle. (B)(4) reviewed programming, and found a fill volume of 1900ml, a last fill volume of 0ml. (B)(4) then reviewed the therapy log and found a tidal drain volume of 176ml, a tidal fill volume of 2028ml, a total ultrafiltration volume of -1842ml, zero bypasses, and zero manual drains. This meet the criteria for increased intraperitoneal volume (iipv). (B)(4) advised the patient they would arrange a swap of the hc. The patient stated they do not do manual exchanges during the day. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Device evaluation expected, but the device has not yet been received. A follow-up report will be submitted upon completion of baxter's investigation.